Event description:
According to the reporter, the doctor applied the mayfield skull clamp to the patient's skull with pins. Turning the patient onto the wilson frame he felt the skull clamp move and then returned the patient to the stretcher. Scalp lacerations were noted in the area of the pins. Wounds were stapled by the doctor and a sterile dressing was applied.